Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value above 423 mg/dl at the time of the event and was treated with an inpen. The customer tried to prime and insulin was not coming out. Troubleshooting was performed. The dose amount of the last insulin delivery with inpen prior to the high blood glucose event was 6u. Advised the customer to confirm the insulin delivery by dispensing a 2-unit prime in the air and insulin was not exited advised the customer the prime repeated up to 5 times for the new cartridge in order to confirm insulin exits. No further patient complications were reported. The customer will discontinue the use of the device and the inpen will be returned for analysis.

Manufacturer narrative:
Customer concern: cust said that she tried to prime and insulin was not coming out. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Inpen did pair to the commercial app. Inpen received with leadscrew 3/4 of travel. Performed dust/debris investigation and found visible horizontal abrasions and sticky fluid on the outside of electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew anomaly. Unable to perform prime/fill anomaly due to screw is not moving as intended. In conclusion: small abrasions found on the dose knob indicating dust/debris was lodged between the electronics housing and the dose knob. Leadscrew anomaly confirmed. Unable to confirmed prime/fill anomaly. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.